Event description:
Report received of an unspecified adverse event occurring while the pump was in clinical use. The reporter declined to provide any specific info regarding the event. Though requested, no further info was provided by reporter.

Event description:
Additional info received subsequent to the initial report. The pump was programmed in the pca only mode to deliver 1 mg/ml of morphine with a 1.8mg pca dose, 8-minute pt lock-out, and a 30mg 4-hour limit. The customer stated that eleven hours after the pca was initiated, the pt was evaluated by the nursing staff without any reported issue. After the nurse left the room, the pt had a "sudden onset of gurgling" and was reportedly "not moving air". Resuscitation measures were initiated. The pt died four days later. The customer reported that based on their investigation, "there is no indication that either the pump or the medication contributed to event and that the last pt initiated delivery was 4 hours prior to the event". Though requested, no further info was available.